Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to pocket erosion and infection. Cultures were taken but the rep was not aware of the results. There were no additional adverse effects reported. The product was explanted.